Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information.

Manufacturer narrative:
A getinge field service engineer (fse) has confirmed that the customer had received a replacement unit that was successfully installed at the facility.

Manufacturer narrative:
Product was removed from clinical use. Returned defective unit to factory for investigation. The maquet failure analysis and testing dept. Received cardiosave and proceeded to search for a helium leak throughout the cardiosave with a helium leak detector. The helium leak detector detected a helium leak at the patient module assembly balloon port. After troubleshooting further, the failure analysis and testing dept. Observed that the helium reservoir assembly was the cause of the leak. The failure analysis and testing dept. Suspects that valve k2 is intermittent in operation. Retaining the cardiosave in the failure analysis and testing dept. Per procedure. Additional testing was performed to cardiosave, as additional helium leaks were suspected. Three tests were performed to verify the leak in the cardiosave. A helium sniffer was used to locate leaks in the cardiosave. The helium sniffer did not sense a big leak as it did not alarm to warn of a helium leak. The helium leak test was performed with results verified with the customer complaint of the unit leaking 40 psi in a 5 minute period. This test is performed with the pump console installed into the cart. The pump console was then checked for leaks and the pump console met factory specifications of not dropping more than 3 psi in 30 minutes of time. Next, the hospital cart was checked for leaks and the hospital cart passed testing . The helium gauge did not drop into the red zone in a 1 hour period. The helium gauge did not move at all in 1 hour. The fat checked all fittings from the helium regulator in the hospital cart and found the fitting to the helium tubing assembly was loose. The fat tightened up the fitting and performed the leak test once again. The fat then observed that the cardiosave continued to leak , but at a much slower pace. The fat continued to investigate the leak. The fat replaced the quick disconnect o-ring. The leak test was performed again, and the fat observed that the helium did not drop more than 20 psi in a 5 minute period. The cardiosave passed all leak tests. The leak was a compound problem of a loose fitting and a defective o-ring for the quick disconnect connector. In addition to the helium reservoir assembly found previously defective in the original investigation. Retaining the cardiosave in the fat department as per procedure.

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The unit was leaking at 15 psi a minute. When the pump console was removed from cart, the console held the helium and did not leak. The fse used the leak detector to attempt to find a leak in the cart assembly; however, no leak was discovered. At the suggestion of another getinge fse, the high pressure helium transducer from the regulator and the helium tubing assembly for the regulator were replaced; however, there was no change to the leak rate. The iabp unit was removed from the customer's facility and shipped back to getinge for further repair. The customer will be provided with a new iabp unit. A supplemental report will be submitted when additional information is provided.